Manufacturer narrative:
Date of event: further follow-up, it was learned that symptoms of itchy/burning/headache occurred after the surgery in the left eye, on (B)(6) 2015. After a car accident on (B)(6) 2015, patient started to see 2x brighter. Reportedly, the patient has been continuing follow-up with her physicians. The manufacturing record review was performed. All process operations presented in the manufacturing record review were in compliance with manufacturing specifications. All tests results showed a pass condition. No deviation or non-conformity related to the customer claim was generated. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and does not show any change that could be related with the complaint type reported. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Additional information provided by the patient stated she still has bright vision in both eyes. The patient mentioned she will require surgery for her condition. Surgeon contact information was requested. The patient indicated she would contact amo to provide the details at a later time. No further information was provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
This MDR represents the intraocular lens implanted in the patient's right eye. It was reported by the patient that she was experiencing symptoms with her left eye following intraocular lens implant surgery. She reported that her symptoms were related to her left eye and that she was unable to control the left eye, that vision is bright, that her eye stings and is painful. It was also mentioned that she cannot sleep and suffers from headaches. The patient had a zcb00 lens implanted in her left eye. The symptoms impact the patient''s daily activities and the symptoms have not resolved. There has been no surgical or medical intervention required. Additional information was provided that patient had cataract surgery on the right eye performed (B)(6) 2015 successfully, there were no issues. In further follow up with the patient, she indicated that she is now experiencing the same issues in her right eye. She mentioned she has had a cyst very close to her right eye for over 15 years. A separate MDR report will be provided for the patient''s left eye lens implant.